Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods."

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
After assisting the initial reporter with meter settings, the reporter stated that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 12:03 p.m., a sample from the patient was tested using the meter, resulting with a value of 3.5 inr. After preparing the patient's finger with alcohol for sample collection, the reporter mentioned that the patient's finger may have still been moist from alcohol when the sample was tested. At 1 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.0 inr. The patient's warfarin dose was withheld for one day based on the meter value and then his regular dose was decreased after this. After receiving the laboratory value, the patient's doctor advised him to stay on the same decreased dose. The patient's therapeutic range is 2.0 - 2.5 inr. The patient's testing frequency is usually once per week unless he recovers outside of his therapeutic range.